Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Customer replaced the sensor to resolve the issue. Additionally, it was reported that the transmitter lost connection with the pump for an unspecified amount of time. Customer declined to troubleshoot with tandem technical support. There was no reported adverse impact.